Manufacturer narrative:
The seat frame was fractured at the point of attachment with the tilt actuator. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
The seat frame was fractured at the point of attachment with the tilt actuator. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).